Manufacturer narrative:
Serial # not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had an ECG failure. There was no reported patient involvement.